Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign material in the distal end and foreign material in the bending section cover adhesive. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material at the distal end tip and a-rubber (bending section cover) was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). As result of confirming contents of instruction manual at the time of shipment, following sections have descriptions about reprocessing: chapter 3 compatible reprocessing methods. Chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Chapter 6 reprocessing the accessories. Chapter 7 reprocessing endoscopes and accessories using an aer/wd (automatic endoscope reprocessor). Olympus will continue to monitor field performance for this device.